Manufacturer narrative:
Analysis of the pump revealed a pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication. Also a pump/motor/gear train anomaly/stall due to shaft-bearing.

Manufacturer narrative:
Catheter model: 8709 serial# (B)(4), implanted: 2007 (B)(6), explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that a pump alarm occurred, and upon interrogation a pump motor stall was confirmed to have occurred on (B)(6) 2013 (ten hours previous to the phone call). At the time of the physician¿s phone call on (B)(6) 2013, the patient had clearly experienced signs of underdose over the past three hours. The patient was going to be admitted to the hospital and neurosurgery had been called for urgent replacement surgery. The pump dose was planned to be reduced and the patient was being ¿covered¿ per the physician. Drug delivered via the device was lioresal. Follow-up information received later noted that the patient was admitted to the emergency room in withdrawal. He presented with increased spasticity and underdose symptoms of itching and twitching at the device pocket, and he was agitated. Patient underwent a pump explant procedure on (B)(6) 2013, during which his pump was replaced as it was determined that the pump was not working. A pump telemetry report taken on (B)(6) 2013, showed that a pump motor stall occurred on (B)(6) 2013 at 16:26.10 and never recovered. The patient was given an additional bolus of 327 mcg (not a priming bolus) during surgery when the surgeon flushed the catheter with saline. Following the surgery, the patient had a difficult time waking up from the anesthesia. The patient was discharged home and was doing fine as of the date of the report. It was later reported that the motor had stalled for over four days, cause unknown. Patient experienced myoclonus, increased tone, irritability. On (B)(6) 2013, the patient had a bolus with no effect. Patient outcome was indicated as serious with withdrawal. Patient recovered without sequela following pump replacement.